Manufacturer narrative:
As reported, a 1mm piece of the retrieval loop broke off of the echo ps when pulling it up through the abdominal wall. As reported the surgeon was unable to locate the piece. Reporter states, it¿s possible the carter thompson device may have clipped the retrieval loop. Per sample evaluation, the retrieval loop is and was likely cut as reported. Visible on the retrieval loop are multiple cut marks in the material consistent with the use of the surgical tool. Based on the sample condition and reported event the retrieval loop was inadvertently damaged in use while retrieving the tube through the defect with the carter thompson device. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair with a ventralight st w/echo ps using 12 mm trocar and a carter thompson device. A small (1mm) piece of the retrieval loop broke off and fell into the patient's abdomen when pulling it up through the abdominal wall. As reported, it¿s possible the carter thompson device may have clipped the retrieval loop. The surgeon was not able to locate or retrieve the piece, and it was left in vivo. The case was completed and no reported patient injury.